Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting. Did not drink enough water. Diagnosed diabetes ketoacidosis. Customer was also dehydrated. Customer was hospitalized for two days. Treated with IV drip and insulin drip. Customer stated that nothing was wrong with the insulin pump. Nothing further reported.